Manufacturer narrative:
The fenestrated bipolar forceps instrument was received, and failure analysis found the instrument to have a broken molded insulator. As a result, the instrument grip became dislodged. Pieces measuring 1.15 mm x 1.48 mm, 0.93 mm x 1.12 mm, and 0.55 mm x 5.60 mm were missing from the instrument and were not returned.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the single-port fenestrated bipolar forceps (fbf) tip was broken off and fell inside the patient. The fragment was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.